Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) showed the implant date as twenty-four hours off at first follow-up. The ipg remains in use. No patient complications have been reported as a result of this event.